Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint, and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional information not reported by site: the instrument was found to have mechanical indentations and scratch marks on the proximal clevis. This failure is most commonly caused by mishandling/misuse. The instrument was found to have one, or more of the housing snaps broken. This failure is most commonly caused by mishandling/misuse. Upon housing removal, the instrument was found to have a flush tube cautery guide, distal idler shaft, and back-end idler pulleys. All back-end idler pulleys were returned. The distal idler shaft was not returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the permanent cautery hook (part# 470183-14/ lot# n10190106/sequence# 0052) associated with this event has been performed. Per logs, the instrument was last used on 10-aug-2020 on system# (B)(4). The instrument had 6 lives remaining. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the permanent cautery hook was broken. A backup instrument was used to continue. The procedure was completed with no reported injury.